Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was reported did not register downstream occlusion for hours and therefore did not alarm/notify staff. It was reported that the intravenous fluid (ivf) pump was working appropriately at the patient unit . When a new bag of ivf was hung, the pump was programmed and ivf was running. At some point, the ivf stopped administering. Ivf pump read that ivf was running, but the patient piv had clotted off, so no ivf was being administered to the patient. The pump read "1+ hour left on ivf" but in reality the IV bag was partially full. There was patient involvement but no report of patient injury or medical intervention associated with this event. No additional information is available.